Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The field service engineer replaced the solenoid to resolve the immediate issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
The service engineer replaced the solenoid to resolve the customers immediate concerns. The solenoid was inadvertently discarded, so a more thorough evaluation of the suspect part was not able to be performed. Following the replacement of the solenoid at the customer site, the system has returned to service with no similar issues reported.